Event description:
It was reported that during a procedure in an a-v fistula, the stent graft was unable to be deployed. The entire device was removed without incident. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The sample was returned. The stent graft was partially deployed and protruded approx 1.5mm from the tip of the outer catheter. Bent struts were observed in the undeployed portion of the stent graft. An attempt to deploy the stent graft was not successful, as the inner catheter could not be moved relative to the outer sheath. Based on these results, the investigation is confirmed for partial deployment,as the stent graft was returned partially deployed. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.